Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing pain at the pocket site. Surgical intervention took place on (B)(6) 2024 were the ipg was relocated from the left side to the right side to address the issue. Effective stimulation was restored.